Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).